Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: unknown, as information was requested but not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h6: device code(s) - 3191: no code available (dissatisfaction - quality/design) device evaluation: the preloaded units were not returned for evaluation. Therefore, a failure analysis of the complaint devices could not be performed. Manufacturing record evaluation: unable to conduct the complaint historical review as no serial numbers were received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol), model gib00, often comes out from the tubing with the leading haptic partially open or even fully open. The surgeon feels that the haptic edge seems to be sharper than in the gcb00 model, which causes risks with glaucoma patients. Sometimes haptics stick together and need to be manipulated to the get the iol to open fully. They reported only ophthalmic viscosurgical device (ovd) was used to prepare the iols, as with water there is more risk of the haptic not fully bending inside the iol for implantation. They stated that eyhance iols seem to be stiffer than tecnis, as sometimes there is a fold in the capsule after implantation. No complications or explantations were reported. There is no material available to return for investigation. No further information was provided. Note: this report concerns the general complaint for the unknown number of gib00 devices, unknown serial numbers unknown event dates. A separate report will be submitted from (B)(6), capturing a specific device and event date, with the same issues.